Event description:
Pt states that in (B)(6) 2021, he began using the abbott freestyle libre 14 day glucose sensor after discussion with his endocrinologist. Pt reports that shortly after using the sensors, he began having 1-3 vagal nerve attacks daily which involved presyncopal or syncopal episodes that lasted for a few seconds. Pt states that he has pmhx of vasovagal syncope which was usually induced by stress but was unsure why he began having these attacks daily. Pt reports that he had ekgs, heart monitoring for 14 days, alteration of his bp medication and close follow up with his cardiologist and endocrinologist to figure out the cause of vagal nerve attacks with no avail. Pt reports that about 2 weeks ago, while showering he had a vagal spell and when the caretaker came in to check on the pt, the caretaker received 3 small shocks when he touched the pt's heart area to steady him during the spell. Pt notes that after being helped form the shower by the caretaker, they discussed the possible causes of the shocks and the pt told his caretaker about the small battery in the sensor. Pt states that out of caution, the caretaker suggested he remove the sensor until the issue was resolved. Pt states he waited about 3-5 days until follow up with his endocrinologist, who pt alleges did not discuss the shower incident but instructed him to stop use of the device since it seems that the device is not a good match for the pt. Pt states that he has not used his the device in 2 weeks and has not had any vagal attacks since removing the device. Of note, pt states that before removing his sensor he had tried different sensor placement but it did not help. Pt also reports that he had erratic glucose readings while using this device and that after finger stick testing, his glucose had a 80 point difference from what the freestyle device reported. Pt states he is reporting to the FDA so that after his experience, he can warn others with vagal nerve issues that this device might not be a match and that they should be careful using this system. Pt also notes that he has reported the issue to abbott.